Manufacturer narrative:
Other applicable components are: product ID: 7426, serial# (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient had dbs surgery around 2005, and again around 2010. They had been told by their doctors and reps that the batteries would last around 5 years. Their batteries had needed replacement around every 18-24 months. They did not plan on the time and expense of surgery every 18 months. They were having two batteries exchanged on the 3rd with a single rechargeable product. They were reluctant to try the rc because of the battery/controller limited the programming options. Their current settings had their right side controller interlaced and their left side controller was non-interlaced. There were no further complications reported.